Event description:
The manufacturer received a ventilator for evaluation as part of the foam field action. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. In addition, the device failed a flow verification test, this may impact patient therapy.